Manufacturer narrative:
(B)(4). (B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for dislodged stent from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal right coronary artery in a patient experiencing an acute myocardial infarction. A non-abbott 6fr guiding catheter was being used along with a balance middleweight guide wire. The guiding catheter caused a dissection in the vessel that was to be treated with a 3.5x15 mm xience xpedition. However, during advancement of the stent delivery system (sds) to the dissection, and upon slight inflation of the sds balloon for deployment of the stent, the guiding catheter deep seated in the artery causing the guide wire to back out into the aorta and the stent to dislodge from the balloon. The sds was retracted and an attempt was made to locate the stent implant in the anatomy using angiography; however, it could not be located, but was confirmed not to be in the lesion. The physician believed that the stent could be located in the leg. A 3.5x23 mm xience xpedition was used to treat the dissection and the case continued on successfully. The patient is reported to be fine post procedure. No additional information was provided.